Event description:
It was reported that clot formation occurred. A 14 f isleeve was placed. During a routine tavi procedure, clot formation inside the sheath was noted. The sheath was removed for reflushing; however, a clot remained that was not able to be flushed from the sheath, despite multiple flushings. The clot was situated in the clear area of the hub. The procedure was completed with another isleeve with no issues.